Event description:
An etcf3636c49ej was intended to be implanted for the treatment of a 50mm aneurysm. It was reported that during the index procedure, upon opening the device, the plastic part of the back-end-wheel was broken and detached. It was confirmed that there was no damaged to the device packaging and both the outer box and inner packaging were properly sealed prior to opening. The device was removed from the surgical field and a new device of the same size was used. No cause was provided. There were no complications reported as a result of this event.

Manufacturer narrative:
Photo evaluation summary: two still images were received for analysis. First image depicts an endurant device in it¿s loading tray partially removed from the pouch. The backend wheel has detached and is visible inside the pouch. Second image appears to depict a detached tab and dowel from the backend wheel inside the pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received in a packaging tray in a shelf carton. The device and tray had been removed from the pouch, the empty pouch was received alongside. A detached backend wheel was received alongside the delivery system. A detachment was evident to a tab and dowel of the backend wheel, and stress marks were evident to the intact tab. No deformation was evident to the backend screwgear. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.